Manufacturer narrative:
The returned device was received and evaluated at olympus (B)(4). Inspection found the reported issue was not able to be duplicated. Evaluation found the device is in good condition however, small amount of dust near air vents were determined. The unit passed all tests in accordance with the OEM (original equipment manufacturer) specifications. Video inputs were tested and no fault was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the cause of the reported phenomenon cannot be identified as the phenomenon was not able to reproduced during device evaluation. It was assumed that it occurred due to the following factors. The internal pcb temporarily malfunctioned. Due to caused by influences other than equipment. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device which is being used as a remote monitor has no image. The image failed to appear. The led wifi link was found lit and the device monitor remained blank, the buttons were inoperative. The issue occurred during preparation for use. The intended procedure was completed using a similar device. There was no patient involvement, no user injury reported due to the event.